Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient was pre ¿operatively diagnosed with facet arthropathy and underwent the following procedures: left l4-l5 minimally invasive transforaminal lumbar interbody fusion with left transpedicular total facetectomy approach to the nerve root , interbody arthrodesis, biochemical spacer , harvest of bone marrow aspirate ,harvest of local autograft, posterolateral arthrodesis, one-level non-segmental pedicle screw instrumentation and use of operating microscope. As per-op notes ¿fluoroscopic confirmation of the diskectomy was confirmed with the spineology balloon and then an extra small bone morphogenic protein was placed into the anterior recesses of the disk space followed by all autograft morselized chips followed by the remaining vitoss mixed with bone marrow aspirate and then a 20 mm spineology was prepared on the back table, soaked in bone marrow aspirate.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.